Event description:
As reported by the field clinical specialist, approximately 4 years and 7 months post transfemoral tavr procedure, the patient presented with chest pain and shortness of breath. The provided medical records revealed the patient was admitted to the hospital where they had a pulseless v-tach and coded. CPR was initiated, the patient was intubated, medications were administered, and the patient received numerous defibrillations (shocks). There was an emergent transfer to the cath lab where the patient underwent a shockwave balloon valvuloplasty procedure and an intra-aortic balloon pump (iabp) placement. It was noted there was severe aortic stenosis (av mean gradient 90 post valvuloplasty) causing a compromise in coronary blood flow. This resulted in recurrent pulseless and with pulse ventricular tachycardia. Paravalvular leak (pvl) was also noted. A 23 mm sapien 3 ultra (s3u) was successfully implanted in the failed s3u. The post implant gradient was 7 mmhg and there was no pvl detected by echocardiogram. The patient departed the operating room in stable condition. The team reported that all devices functioned as intended. No patient complications were reported.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the pvl is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The investigation is ongoing.